Event description:
Sales representative learned that a patient had a sternal wire rip through the sternum. Acutie plates were also used at the time of fracture treatment. It is not known when the wire ripped through the sterum (during surgery or post op). It is also not known if the acutie plate was involved in the issue; the tip stated that it was the sternal wire that ripped thru, not the acutie. This issue was reported from an anonymous source to the sales rep.